Event description:
Customer reportedly obtained results of 16.9 mmol/l, 8.1 mmol/l, and 7.3 mmol/l on the aviva system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.